Event description:
It was reported that during a transcatheter aortic valve implant procedure, an anomaly was detected when opening the jar containing the evproplus-29 valve. The jar seal did not appear to be intact and was coming loose. The difficulty opening the valve jar resulted in a white, loose particulate from the jar lid seal/gasket. The valve was not used. A new evproplus-29 valve was opened but embolized in the ventricle during implant. A balloon was then used to reposition the valve in the ascending aorta.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the severity of the paravalvular leak (pvl) was moderate.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which indicated that the valve was initially implanted due to pre-existing severe aortic insufficiency. A pre-implant balloon dilation was not performed. Two guidewires were used for the procedure, one medtronic and one non-medtronic. A post-implant balloon dilation was performed prior to the valve dislodgement due to paravalvular leak. Prior to valve dislodgement, the depth on the non-coronary cusp (ncc) was approximately 4 mm and 6 mm on the left coronary cusp (lcc). After dislodgement, the depth was greater than 15 mm on both the ncc and lcc. Per the physician, the cause of the dislodgement was the aortic insufficiency. No additional treatment was reported.